Event description:
The customer reported that the ventilator alarmed with (da pcba adc) data acquisition/printed circuit board assembly/ analog digital converter failed vent inop occurrences. The customer reported there was no patient involvement.